Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced due to decrease in therapeutic effect and two overdischarges. It was stated the patient experienced parasthesia in pain areas. It was stated that physician mode recharge was "initiated on (B)(6) 2012, the second time the patient had let the ins go into overdischarge mode." It was noted that power on reset was recorded on (B)(6) 2012, the patient had a pre-operational visit on (B)(6) 2013, and replacement surgery was scheduled for (B)(6) 2013. It was stated only the ins was replaced and original leads were reused. It was also stated that the patient had effective therapy with the new ins. It was stated that "scheduled therapy initiated (B)(6) 2013." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 377775, lot # v001276, implanted: (B)(6) 2006, product type lead; product ID 377775, lot # v001276, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37746, serial # (B)(4), implanted: (B)(6) 2013, product type programmer.(B)(4).